Manufacturer narrative:
The customer has confirmed that the questionable results were reported outside of the laboratory and an amended report was issued. Medwatch field b6 has been updated.

Manufacturer narrative:
The field service engineer checked the analyzer. The gear pump head and vacuum pump valves were replaced. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with the phos2 (phosphate (inorganic) ver.2) assay on a cobas 8000 c 702 module. The customer provided data for 187 patient samples. Of the data provided the following discrepant results for 5 patient samples are representative examples. Patient sample 1 initially resulted in a phos2 value of 1.511 mmol/l and repeated as 0.72 mmol/l on a second analyzer. Patient sample 2 initially resulted in a phos2 value of 1.822 mmol/l and repeated as 1.07 mmol/l on a second analyzer. Patient sample 3 initially resulted in a phos2 value of 1.929 mmol/l and repeated as 1.11 mmol/l on a second analyzer. Patient sample 4 initially resulted in a phos2 value of 1.991 mmol/l and repeated as 1.19 mmol/l on a second analyzer. Patient sample 5 initially resulted in a phos2 value of 1.522 mmol/l and repeated as 0.74 mmol/l on a second analyzer. It was asked but it is unknown if a questionable result was reported outside of the laboratory. The phos2 reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The evaluation conclusion code has been updated.

Manufacturer narrative:
Precision testing of the instrument passed successfully. The washing efficiency of the reagent probes were tested and failed partially. The sample and reagent probes were replaced. Washing efficiency testing was repeated and calibration and controls were performed; all results passed successfully. In a follow-up service visit, the field service engineer replaced a valve, choke, and pressure gauge. He aligned the sample and reagent probes and adjusted the gear pump pressure. Mechanism and air purge checks were performed and were acceptable. Cuvette levels were checked and were acceptable. The customer ran calibration and quality controls which passed successfully. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.